Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the highly calcified mid left anterior descending artery. The balloon of the 15mm x 2.00mm apex monorail ruptured on the third inflation at 12 atms. The atms reached on the first two inflations is unknown. The balloon catheter was successfully removed intact and the procedure was completed with a different device. No patient complications were reported and the patient status is listed as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)